Event description:
It was reported that during a gastrointestinal bypass surgery, in the patient, the circular stapler failed at the time of the esophagojejunal anastomosis, since when closing the stapler there was a cut, but not a correct closure of the staple line, therefore that did not fulfill its function of anastomosing. We reviewed the technical steps and the truth is we cannot find how it could have failed.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. The following information was requested, but unavailable: did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Was there any change in the procedure? If yes, please explain could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.